Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 (mg/dl). Customer administered a bolus with the pump, and indicated that they will exercise to treat their bg level. Recommendation was made to consult with health care provider to discuss diabetes management.